Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was going to start an emergency ear, nose & throat (ent) case, but were unable to access either the wired or wireless network at the account to download patient images. They tried to reboot the system before calling. Troubleshooting was performed. Wired and wireless network information in digital intercommunication of medicine (dicom) transfer showed "not available" for both wired and wireless. The reporter didn't know if the system was set to static or dynamic host configuration protocol (dhcp). She was not aware of the other two systems at the account, and did not know where they were. She initially tried to only connect wirelessly, by moving the system around her floor to try to get a connection, but wireless network remained on "not available." Technical services (ts) suggested to try to connect via wired connection, in case the system was set to dhcp, but the wired connection also remained on not available. Ts asked if electronic picture archiving and communication systems (pacs) could burn a cd or transfer the images to a usb stick, but the pacs department had left for the day. The reporter did not know what the system's ip address was supposed to be, or how to find that information with the lack of personnel at the account at the hour she called. They were ultimately unable to download the images to the system. Patient was not present. The reporter suspected that the surgeon would start the case without stealth since it was considered an "emergency case." There was no patient involvement.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional informaiton indicated that the site was able to transfer patient data.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it is unknown how the site was able get the patient data to transfer.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, serial/lot #: unknown. H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.